Event description:
During laparoscopic surgery, in converting the umbilical trocar from a 5 to an 11/12 under direct vision by the surgeon, the trocar was noted to move posterior and shortly after that, significant bleeding was identified. The surgery was converted to an open laparotomy. The iliac artery was noted to be transected and was repaired. The rest of the surgery was uneventful and the patient was transferred to the intensive care unit.